Event description:
The manufacturer was informed that a perceval s valve pvs21 which was implanted on (B)(6) 2020, was explanted on (B)(6) 2024 due to aortic stenosis and replaced by inspiris valve for details are not available. No other information is available at this time.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer's quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The device was returned to manufacturer. Gross examination revealed the prosthetic stenosis due to intrinsic and vegetating calcifications in all three leaflets and the subsequent insufficiency due to tears on all leaflets. The stent and the skirt were covered by fibrous pannus that on the inflow side protruded 2-5mm into the lumen, narrowing the annulus, and contributes to stenosis. The pericardium of all three leaflets was thicker than normal near the posts due to calcifications. Calcified thrombus depositions were visible on almost all inflow surfaces. The sinusal strut of one of the leaflets was broken during explant. On the fibrous pannus deposition that is present near the sinusal struts, there is an imprint of this strut indicating that before the prosthetic removal the strut was intact. On leaflet a, a 3 mm long tear was present at post 1. There is a reddish area due to coagulated blood entrapment near post 2. On leaflet b, a 9 mm long tear was present at post 3. Small thrombus depositions were visible at post 3. On leaflet c, a 5 mm long tear was present at post 3. The mesothelial surface was locally wrinkled. Small thrombus depositions were visible at post 3. X-rays of the subject valve showed large intrinsic calcifications in all leaflets. Histological analyses were performed on samples taken from leaflets b and c. In leaflets b and c, alizarin red s stain showed that the pericardium was thicker than normal because of large intrinsic and vegetating calcifications. In leaflets b and c, hematoxylin and eosin stain showed that the collagen bundles were disrupted, homogenated and/or defibrated. The collagen bundles of leaflet a are also degenerated and showed a bubbly aspect. Inflammatory cells were present on leaflets b and c. A fibrous pannus deposition was visible on the mediastinic surface of leaflet c and a thrombus deposition was detected on the mesothelial surface of leaflet c. Pericardial delaminations were detected on leaflets b and c. A pericardial fold was detected on leaflet b. In leaflets b and c, gram stain showed some gram + or - bacteria. This perceval s valve was explanted after 4 years and 2 months due to a reported prosthetic stenosis. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from leaflets tears and inadequate leaflet coaptation caused by calcification of the leaflets. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient's clinical history and risk factors may have contributed to the structural valve deterioration observed in this perceval s valve. However, little clinical history was provided, and a definitive root cause cannot be stated at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.